Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead was reposition as the lead exhibited high thresholds due to slack being pulled and apparent micro dislodged the lead. No additional adverse patient effects were reported.